Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the cannula accessory exhibited two cracks that were aligned with the shaft. The cannula accessory was cracked from the cannula tip to the mid-section; one crack measured approximately 1.24 in length and the other measured approximately 1.71. When the cannula was pushed together, there did not appear to be missing material. The damage was concluded to likely have been due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the cracks could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the 8 mm cannula accessory was noted to be cracked. It was unknown if the cannula accessory was inspected prior to use, but the crack was not noticed upon visual inspection. The crack was described as being very obvious. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.